Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone he had high blood glucose level. The blood glucose level of last few week was 300 and 500mg/dl. Customer was unable to troubleshooting .customer was stated that she had issue with no delivery alarms. The insulin pump will not returned for analysis..